Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. It was indicated that the device is not returning for evaluation as it remains implanted in patient eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that during implant of the intraocular lenses, a foreign body was seen in the eye. The foreign body certainly looked metallic in that it reflected light. It was really stuck on so that bimanual irrigation and aspiration to really get under the lenses, with direct vacuum was used to get it unstuck while removing the viscoelastic. Everything seemed routine about the loading. The scrub nurse used different lens injectors for each case that day so it seems unlikely that two different injectors would have the same problem. The nurse indicated that she did not rinse the lenses with bss (balanced salt solution). The implants seemed to otherwise have no issues. Patients are doing fine and the lenses remain implanted. There were no adverse after effects noted postoperatively. These patients are progressing well without concern. Doctor inquired whether there had been other similar incidences reported. No further information provided. This report represents one of the patients. A second MDR will be provided for the second patient.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.